Event description:
A us distributor returned a monitor and reported being unable to run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to an internally shorted u612 inverting charge pump on the ca board. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The root cause for the defective u612 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.